Manufacturer narrative:
Additional information: the stent strut was damaged due to heavily calcified lesion and anatomy of the patient. Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal and mid stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal and mid stent wraps with struts raised and pulled distally. Deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one 2.50x15mm resolute onyx coronary drug eluting stent had a strut apposition issue, and the stent could not be implanted. The stent was damaged. The stent did not detached into two separate pieces. The issue occurred during advancement of the device into the patient's vasculature. The device was inspected before use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was noted during delivery of the device. Excessive force was not used. The device was not kinked and re-straightened during use. The device was successfully removed from the patient. No patient complications have been reported as a result of this event.